Event description:
Customer reported via sales rep that while carrying out a total hip replacement, they had cemented all other prostheses into the hip at the final stage of the operation where they would put on the head, they noticed the head did not fit after they tried to fit it in. Customer added that they inspected the head for any debris, washed and tried to fit it again but it did not fit in the stem. Customer then added that they opened another exact stryker product to complete the surgery. Customer further added that the surgery was completed with no adverse consequences and not more than 5 minutes delay to surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.